Event description:
It was reported that the liner would not seat fully in the shell, and the locking mechanism was not free. After trying to seat the liner again the entire construct dislodged from the pt's pelvis. A new shell and liner were implanted successfully.

Manufacturer narrative:
(B)(4). Eval summary: no product has been returned, conditions of the components are unk. It is unk if the lock ring was checked prior to insertion of the liner to ensure that the locking ring was able to be rotated freely. It is unk if the liner to ensure that the locking ring was able to be rotated freely. It is unk if the liner was properly rotationally aligned so that the slots of the liner were properly matched with the anti-rotational tabs of the shell. It is unk if the liner was properly vertically aligned so that the polar boss of the liner mated correctly with the dome hole of the shell. Another issue that may prevent the liner from seating would be failure to ensure that any screws used have been seated below the level of the concave surface of the shell. Cause cannot be definitively determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, corrective action is not needed. Zimmer, inc. Considers the investigation closed.